Manufacturer narrative:
The clip was explanted and will not be returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Estimated date (B)(6) 2020.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2020 to treat grade 4 mixed mitral regurgitation (mr). One clip was implanted, reducing mr to 2. On an unspecified date, echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda) and mr may have increased. On (B)(6) 2020 mitral valve replacement was performed and at least one leaflet tear was noted. The surgery was completed safely and the patient was extubated. No additional information was provided.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on (B)(6) 2020 , the patient was hospitalized due to heart failure, echocardiogram was performed, which found that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr increased to 4. There was no additional information provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects of mitral regurgitation (mr), tissue damage and heart failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The recurrent mr, tissue damage and heart failure appear to be related to the slda. There is no indication of a product issue with respect to manufacture, design or labeling.b3: date of event